Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not provided. Our fse (field service engineer) was on site to investigate the issue further and found out that the air gas module and touch screen were defective and required replacement. The replaced parts were not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).